Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product problem: analysis confirmed the customer comment of a broken knob and that the menu encoder had snapped off, the menu encoder was pushed into the upper case, the case was broken and the knob was missing. It was additionally noted that the output connector was broken and three case screws were contaminated. The encoder assembly was replaced as a preventive and all found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had a broken knob. It was further reported that one of the knobs had snapped off the case and that it looked like the encoder had snapped off the front of the case. The generator was returned for service. No patient complications have been reported as a result of this event.